Manufacturer narrative:
Further investigation concluded the erroneous results were generated using a bad calibration. Both the calibration and quality control were performed with degraded material causing the quality contol to appear within range. The issue was resolved when a new calibration was performed using fresh calibrator and quality control was peformed using fresh control material. The customer used both the calibrator and quality control material outside product labeling. No instrument malfuction was detected. According to the information provided, the erroneous sodium results were corrected. The initial low results may have led to further unnecessary monitoring and tests. No adverse events have been reported.

Event description:
The customer received questionable sodium results for six patient samples when tested on a cobas 6000 c501 analyzer (serial number (B)(4)). Five of the samples generated erroneous results which were reported outside the laboratory. The customer later realized the results were erroneous and repeat testing was performed on a cobas integra 800 analyzer. Sample 1, initial sodium result was 130 mmol/l. The repeat result was 140 mmol/l. Sample 2, initial sodium result was 132 mmol/l. The repeat result was 142 mmol/l. Sample 3, initial sodium result was 125 mmol/l. The repeat result was 134 mmol/l. Sample 4, initial sodium result was 126 mmol/l. The repeat result was 134 mmol/l. Sample 5, initial sodium result was 131 mmol/l. The repeat result was 142 mmol/l. The results were corrected to reflect the cobas integra 800 analyzer results and the correct results were also called to the patient units. The patients were not adversely affected by the event. The field service representative found the customer was using calibrator which had been open and kept at room temperature for an extended length of time. The field service representative advised the customer against allowing the calibrator to remain out for a long period of time. The customer replaced and recalibrated the ises with fresh calibrators and performed quality control which was acceptable. The field service representative ran performance tests which met laboratory specifications.